Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion of paclitaxel was not confirmed through a review of the device logs. On (B)(6) 2025 at 9:02 am the pump module alarmed for safety clamp open for 2 seconds. At 9:30 am, an intermittent infusion was started with a drug amount of 306 mg, diluent volume of 581 ml, a patient bsa of 1.79 m2, rate of 194 ml/hr and volume to be infused (vtbi) of 535 ml for an expected duration of 2 hours and 45 minutes. A primary volume infused (pvi) of 38.135 ml was recorded from prior performed infusions. Between 10:47 am and 12:12 pm the pump module alarmed for occlusion on patient side two (2) times, the first one at 10:47 pm and a recorded pvi of 283.945 ml and the second one at 12:12 pm with a recorded pvi of 554.607 ml; the vtbi was reprogrammed to 50 ml and the infusion was started. At 12:28 pm the infusion completed successfully, and a pvi of 604.628 ml was recorded. An intermittent infusion was started with a drug amount of 306 mg, diluent volume of 581 ml, a patient bsa of 1.79 m2, rate of 194 ml/hr and vtbi of 40 ml. A pvi of 604.728 ml was recorded. At 12:33 pm the infusion was reprogrammed to a vtbi of 50 ml. A pvi of 620. 429 ml was recorded. At 12:43 pm the pump module alarmed for occlusion on patient side. A pvi of 650.125 ml was recorded. At 12:50 pm the infusion completed successfully, and a pvi of 670.446 ml was recorded. An intermittent infusion was started with a drug amount of 306 mg, diluent volume of 581 ml, a patient bsa of 1.79 m2, rate of 194 ml/hr and vtbi of 15 ml and the vtbi was reprogrammed to 20 ml after starting the infusion. A pvi of 671.051 ml was recorded. At 12:57 pm the infusion completed successfully, and a pvi of 691.072 ml was recorded. An intermittent infusion was started with a drug amount of 306 mg, diluent volume of 581 ml, a patient bsa of 1.79 m2, rate of 194 ml/hr and vtbi of 15 ml. A pvi of 691.178 ml was recorded. At 1:03 pm the infusion completed successfully, and a pvi of 706.2 ml was recorded. An intermittent infusion was started with a drug amount of 306 mg, diluent volume of 581 ml, a patient bsa of 1.79 m2, rate of 194 ml/hr and vtbi of 15 ml. A pvi of 706.268 ml was recorded. At 1:08 pm the infusion completed successfully, and a pvi of 721.289 ml was recorded. An intermittent infusion was started with a drug amount of 306 mg, diluent volume of 581 ml, a patient bsa of 1.79 m2, rate of 194 ml/hr and vtbi of 13 ml. A pvi of 721.338 ml was recorded. Between 1:11 pm and 1:12 pm the vtbi was reprogrammed to 30 ml two (2) times and the infusion completed at 1:21 pm with a pvi of 763.333 ml recorded. The unit was channeled off. At 2:04 pm the system was powered off. Testing could not be performed since no devices were returned for investigation. Inspection could not be performed since no devices were returned for investigation. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported under infusion was not determined during the investigation.

Event description:
It was reported that there was an under infusion of paclitaxel (306mg in 581ml). The paclitaxel was intended to infuse at a rate of 193.7ml/hour with a total volume to be infused of 581ml. There was patient involvement but no harm.

Event description:
It was reported that there was an under infusion of paclitaxel (306mg in 581ml). The paclitaxel was intended to infuse at a rate of 193.7ml/hour with a total volume to be infused of 581ml. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.